Event description:
Lost suction prior to docking with the laser unable to maintain suction after application to the eye. A new loi was opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for loi-12, (brand not provided) (per site reporter): replacement sent.